Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to a corroded motor home switch. No blank display was noted during testing. No moisture damage on the electronic assembly was noted. The unit was unable to perform the basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, unexpected restart error, and operating currents tests along with the self test due to the constant motor error alarm. The device was received with minor scratches on the display window, cracked casing at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture due to the heat and humidity of the weather over the past few days. The patient's blood glucose at the time of incident was 102 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.